Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a posterior colpoperineorrhaphy, retropubic mid-urethral sling placement and cystoscopy procedure performed on (B)(6) 2013 for the treatment of rectocele and stress incontinence. The procedure was well tolerated by the patient, with no complications. After being extubated in the operating room, the patient was transferred to the recovery area in good condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2013, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury . The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.